Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported that a dialyzer blood leak occurred approximately 13 minutes after initiation of the patient's hemodialysis (hd) treatment. The machine alarmed for blood leak and the leak was visually observed via a broken fiber near the arterial top end of the dialyzer. Blood test strips were used, and the results positively confirmed the presence of blood. The patient¿s estimated blood loss (ebl) was noted as being approximately 173ml as the patient¿s blood was not returned following the event. No patient adverse effects were experienced, and no medical intervention was required. The patient completed treatment with a new set-up of supplies on a different machine. The complaint device was stated to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: device evaluation: the device was returned to the manufacturer for physical evaluation. A visual examination of the returned device noted that the fiber bundle was wet and revealed the presence blood exposure. Gross visual examination of the returned device did not identify any defects or irregularities on the fiber bundle or on any of the molded dialyzer components. The dialyzer had a laboratory bubble point test performed where an internal leak was observed from a single fiber on the non-cavity ID end potting cut surface. The dialyzer was also subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment was identified at approximately 300° with the dialysate ports situated at 0°. The potted fiber fragment was viewed under magnification on the microscope. The potted fiber fragment measured at approximately 1 cm. The opposing end of the potted fiber fragment could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. The inferior surfaces of both polyurethane potting ends were examined for voids, but no voids were noted. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product non-acceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. There was a confirmed internal leak on the non-cavity ID end of the dialyzer. The complaint has been deemed confirmed.